Event description:
A review of svc data detected a reportable problem. During servicing, the electrode belt receptacle on monitor (B)(4) was damaged. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. Upon evaluation, the belt receptacle was broken from the monitor case, which caused j1001 (trunk cable connector) to disconnect on the c/a board. The root cause for the damaged belt receptacle and connector cannot be positively identified but is likely excessive fore at the belt connector while the electrode belt was attached. No adverse event resulted from the damaged belt receptacle. The last pt to use the monitor did not report any deficiencies.